Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-13122. It was reported that the right ventricle and atrial leads exhibited noise. No intervention was performed. Patient was stable.